Manufacturer narrative:
Field service engineer (fse) indicated that there was no diluent being dispensed in wbc bath and no diluent in rbc sweep flow lines. The fse removed and cleaned plugged ports in the interior of the bsv to alleviate the background failures. He verified instrument and found no issues following service. The cause of the leak was due to disconnected tubing at the blood sampling valve (bsv) that the customer was able to reconnect. (B)(4).

Event description:
The customer reported that there was a diluent leak of approximately 3 ml from the coulter lh 780 hematology analyzer . The leak was not contained within the instrument. The customer also reported that the aperture baths were not filling and there were no results for rbc, wbc, hgb and plt. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were associated with this event.